Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Litigation alleges patient suffers from pain, difficulty ambulating, elevated ions and metal debris. Update jun 08, 2017: pfs alleges failed device and patient experienced complication. After review of medical records for the MDR reportability, patient was revised due to metal-on-metal reaction. Revision notes reported an osteolysis around the femoral stem and in the cup, but it was well fixed. Upon removal of the head, there was a small amount of trunnionosis or corrosion. Surgical pathology report stated that the right hip synovial tissue with marked acute and chronic inflammation with granulation. MRI reported a new large periprosthetic fluid collection with substantial muscle edema, swelling and external iliac lymphadenopathy. Fluid was turbid and milky in color with large amount of red blood cells. Examination notes reported that patient had fever, stiffness, aching pain with range of motion. Laboratory results for cobalt was above 7ug/l